Manufacturer narrative:
Explant. Glare. The device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was unhappy with visual acuity in her left eye (os). She experienced blurred distance vision, halos & glare around lights, especially at night. These symptoms have interfered with her regular activities. The lens, a model zxr00 +25.5 was explanted on (B)(6) 2018. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.